Event description:
Information was received that during the use of the product, the customer noticed the cuff's air pressure lowered, and air had leaked. No patient injury.

Event description:
Information was received that during the use of the product, the customer noticed the cuff's air pressure lowered, and air had leaked. No patient injury.

Manufacturer narrative:
B5, h1: additional information. One tracheostomy tube was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device underwent functional testing, noting it impossible to inflate the unit because it had leaked so badly. It is most probable that reported failure occurred due to contact with sharp edge. The reported customer complaint has been confirmed as a result of user interface.